Event description:
A malfunction alarm was reported by the customer, identified by the malfunction code malf 0. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided instructions to reset the pump and assisted the customer with the process. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. It was advised to contact support again if the issue recurred.